Event description:
It is reported that it was attempted to implant the stem plug it would not fully seat resulting in the use of an alternate tibial component.

Manufacturer narrative:
Please reference MDR#: 1822565-2010-00796 for the initial report submitted for this event. No out of specification condition has been confirmed for the mis tibial component reported in this event. However, review of product for MDR# 2648920-2013-00272 found that reported lot to have mating threads which are out of specification. The scope of the investigation was expanded to include the tibial component reported for this event. As a result, field action (B)(4) is being initiated. This removal report can be referenced for additional information.